Event description:
The device is part of a recall population and upon receipt it was found to be failing a self test.

Manufacturer narrative:
(B)(4). Currently pending device evaluation. Device manufacture date: june 2007.